Event description:
Neuropathy [neuropathy peripheral], paralyzed [paralysis]. Case description: a regulatory authority representative reported that they were notified that an adult consumer, age and gender unspecified, used fixodent denture adhesive, version unknown cream 1 applic, once a day, as a denture adhesive, beginning in 1999 through 2009 and reported the following: became paralyzed and developed neuropathy. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.